Event description:
Customer reportedly obtained results of hi and 166 mg/dl within 10 minutes on the advantage system. No action taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.